Event description:
It was reported that a crack was found in the bd vacutainer® edta 2k before use. The following information was provided by the initial reporter, translated from japanese to english: "scratch on the tube."

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for damage (scratch) with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack was found in the bd vacutainer® edta 2k before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "scratch on the tube."